Event description:
It was reported that water did not enter the foley catheter through the inflation valve. On attempting to inject water through the inflation valve using the syringe from the tray, the water leaked and did not enter the catheter. However, when another syringe stored in the hospital was used, water was able to be injected without any issues. Only the syringe was recovered.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. A DHR review is not required for this complaint. A risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water did not enter the foley catheter through the inflation valve. On attempting to inject water through the inflation valve using the syringe from the tray, the water leaked and did not enter the catheter. However, when another syringe stored in the hospital was used, water was able to be injected without any issues. Only the syringe was recovered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.